Manufacturer narrative:
Customer reported that their AED will not power on and is prompting an error code of "battery operation; data card error". The customer stated that their AED battery pack is deleted. The customer tried using a test battery pack and the unit powered on. Rec'd "change data card" warning when ddc first installed, then "faulty data card" when attempting download. Although requested, additional information regarding the complaint has not been provided and the cause of the complaint is not known. Should additional information become available a follow-up MDR shall be submitted.

Event description:
Customer reported that their AED will not power on and is prompting an error code of "battery operation; data card error". The customer stated that their AED battery pack is deleted. The customer tried using a test battery pack and the unit powered on. The AED maintenance activity is was not reported. They did not report that this event occurred during patient use.